Manufacturer narrative:
Date of event: date is estimated. The device is not returning. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: access site related vascular complications with third generation transcatheter heart valve systems.

Event description:
This event is from a literature review identifying proglide devices that may be related to: hematoma, access-site bleeding, wound infection, stenosis, occlusion, dissection, pseudo-aneurysm and prolonged hospitalization with vascular device failure using closure methods of cut down/surgery and manual compression and treatment with blood transfusion, surgery and medication. Specific patient information is documented as unknown details are listed in the attached article, titled: access site related vascular complications with third generation transcatheter heart valve systems

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties or patient effects; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.